Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath. During fluorescent imaging, the physician noticed the neuron max was fractured and metal winding was visible. The neuron max was successfully removed. There was no report of an advese effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The hospital discarded the device.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.